Event description:
Hill-rom received a report from the account stating brakes would set but not hold. The bed was located at the account in the repair shop. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hill-rom tech found the brake caster not holding due to the steer casters were old and worn out from normal use. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2006-2014. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the steer, brake and swivel caster to resolve the issue. Based on this info, no further action is required.